Manufacturer narrative:
One osseotite® implant 4 x 11.5mm (oss411) was returned for investigation. Visual inspection of the as returned product identified fracture, foreign material and severe thread damage possibly due to the removal process. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: d4: (B)(4).

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Patient information: unknown.

Event description:
It was reported that the implant fractured and had to be removed.